Event description:
It was reported a perforation, pericardial effusion with tamponade, and death occurred. A left atrial appendage (laa) closure procedure was being performed. 3 watchman access systems (was) and 2 watchman laa closure device and delivery system (wds) were used. The patient had a very tortuous right pelvic vein. While the 3rd access system was used, a kink was noted along with a perforation and pericardial effusion with tamponade in the laa. A pericardiocentesis was performed which stabilized the patient. The procedure was aborted. The patient became worse and a cardiovascular surgeon performed a pericardial window to remove all of the blood and hemodynamically stabilize the patient. The patient was then taken to the intensive care unit and died fours hours later after not recovering from the pericardial window. No closure device was deployed or implanted.